Event description:
An optometrist reported a pt's postoperative refraction had a spherical overcorrection following intraocular lens (iol) implant surgery. Additional information received stated "in the surgeon's opinion", the iol did not cause or contribute to the outcome. The iol was exchanged with the same model, higher power iol with a good result. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results form the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot. Additional information was requested by phone, fax and mail on 10/07/2011 and 10/15/2011. A completed questionnaire has not been received. (B)(4).